Manufacturer narrative:
One tapered screw vent implant was returned for inspection attached to a healing collar. A visual inspection identified signs of wear consistent with use, and debris about the threads and vent. The internal drive feature is similarly worn. The product matched print specifications where measured against the product drawing. A device malfunction was unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported medical event is non-verifiable. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvwh10) was placed in the sinus without bone graft. Treatment was completed and the implant was replaced. Tooth location 3.